Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. However, 10 retained samples from the reported lot were subjected to functional tests to assess device functionality. All samples passed testing, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: sleeve function and loose. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. The business team regularly reviews collected data to identify emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibited loose rubber sleeves resulting in sample leakage. Additionally, an unspecified number of devices exhibited loose needles within the holder. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibited loose rubber sleeves resulting in sample leakage. Additionally, an unspecified number of devices exhibited loose needles within the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.